Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the product integrity was good. A 3.50x28mm taxus liberte was advanced toward the lad. During insertion, the physician noted that the stent hub had broken. The procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt status is listed as satisfactory.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.